Manufacturer narrative:
(B)(4). Additional followup: "the surgery name was laparoscopic colectomy. The target tissue was colon sigmoideum. The blue cartridge was loaded and fired. After the first firing, the fired tissue fell out from the jaw before opening the jaw. The tissue was cut properly and the staples were formed properly. Reinforcement material was not used."

Event description:
It was reported that during an unknown procedure, the jaw did not open after the firing. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.